Event description:
Tha for left hip of the patient was performed at another hospital on (B)(6) 2012. Because the hospital performed primary tha was closed, the patient took the follow-up at the reported hospital and revision surgery to replace the liner and the head was performed on (B)(6) 2024 because of fungal infection. However, symptoms of infection worsen and the re-revision surgery to remove all tha implant devices was performed in (B)(6) 2024. This record was opened for the revision surgery on (B)(6) and another pi was opened for the revision surgery on (B)(6).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# trident psl with purefix ha 52mm ; cat#542-11-52e ; lot# 37939501. Device name# accolade plus tmzf hip stem #0 ; cat#6021-0030 ; lot# 35048704. Device name# v40 cocr lfit head 36mm +5 offset; cat#6260-9-236 ; lot# ht1wjp. Device name# 6.5 cancellous bone screw 16mm ; cat#2030-6516-1 ; lot# mkplnp. Device name# 6.5 cancellous bone screw 20mm; cat#2030-6520-1 ; lot# mkn3nx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.